Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), allergy to metals ("metal allergy/nickel sensitivity") and autoimmune disorder ("autoimmune-like symptoms") in an adult female patient who had essure (batch no. 893015) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dyspareunia, dysmenorrhoea, anxiety state, weight gain, hot flashes, stress incontinence, cystitis, urinary tract infection, dysuria, le syndrome, anxiety, mood swings, depression and itching. Previously administered products included for an unreported indication: mirena from (B)(6) 2009 to (B)(6) 2010 and nuvaring. Family history included diabetes mellitus (maternal uncle), lymphoma (maternal grandmother) and dementia alzheimer's type (maternal grandmother). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), hypoaesthesia ("numbness in legs and arms,"), headache ("headaches,"), dizziness ("dizziness"), back pain ("low back pain") and pain in extremity ("stabbing pain in arms/legs"). The patient was treated with ciprofloxacin (cipro), ciprofloxacin hydrochloride (cipro base) and surgery (total laparoscopic hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, allergy to metals, autoimmune disorder, hypoaesthesia, headache, dizziness, back pain and pain in extremity outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, back pain, dizziness, headache, hypoaesthesia, pain in extremity and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): breast scan - on an unknown date: no evidence of malignancy. Hysterosalpingogram - on (B)(6) 2012: successful essure placement. Mammogram - on an unknown date: no evidence of malignancy. Pathology test - on (B)(6) 2018: final diagnosis: uterus and cervix (113 grams) with bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: histologically unremarkable cervix. Proliferative endometrium. Superficial adenomyosis. Bilateral fimbriated fallopian tubes without atypia; no essure coils identified. Benign serous paratubal cysts clinical information: chronic pelvic pain and female gross description: specimen: labeled uterus, cervix and bilateral tubes, essure device removed from proximal tubes.. Physical examination - on an unknown date: review of systems: constitutional: fatigue and difficulty staying asleep gastrointestinal: nausea and abdominal pain genitourinary: dyspareunia musculoskeletal: myalgias arthralgias, neck pain, back pain, muscle weakness and bone pain skin: chronic itching psychiatric: anxiety, mood swings and depression. Ultrasound pelvis - on an unknown date: normal pelvic ultrasound. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 25-mar-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), allergy to metals ("metal allergy/nickel sensitivity") and autoimmune disorder ("autoimmune-like symptoms") in an adult female patient who had essure (batch no. 893015) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dyspareunia, dysmenorrhoea, anxiety state, weight gain, hot flashes, stress incontinence, cystitis, urinary tract infection, dysuria, le syndrome, anxiety, mood swings, depression and itching. Previously administered products included for an unreported indication: mirena from (B)(6) 2009 to (B)(6) 2010 and nuvaring. Family history included diabetes mellitus (maternal uncle), lymphoma (maternal grandmother) and dementia alzheimer's type (maternal grandmother). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), hypoaesthesia ("numbness in legs and arms,"), headache ("headaches,"), dizziness ("dizziness"), back pain ("low back pain") and pain in extremity ("stabbing pain in arms/legs"). The patient was treated with ciprofloxacin hydrochloride (cipro base), clarithromycin (macrobid), probiotics nos and surgery (total laparoscopic hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, allergy to metals, autoimmune disorder, hypoaesthesia, headache, dizziness, back pain and pain in extremity outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, back pain, dizziness, headache, hypoaesthesia, pain in extremity and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): breast scan - on an unknown date: no evidence of malignancy. Hysterosalpingogram - on (B)(6) 2012: successful essure placement. Mammogram - on an unknown date: no evidence of malignancy. Pathology test - on (B)(6) 2018: final diagnosis: uterus and cervix (113 grams) with bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: histologically unremarkable cervix. Proliferative endometrium. Superficial adenomyosis. Bilateral fimbriated fallopian tubes without atypia; no essure coils identified. Benign serous paratubal cysts clinical information: chronic pelvic pain and female gross description: specimen: labeled uterus, cervix and bilateral tubes, essure device removed from proximal tubes. Physical examination - on an unknown date: review of systems: constitutional: fatigue and difficulty staying asleep; gastrointestinal: nausea and abdominal pain; genitourinary: dyspareunia; musculoskeletal: myalgias arthralgias, neck pain, back pain, muscle weakness and bone pain; skin: chronic itching; psychiatric: anxiety, mood swings and depression. Ultrasound pelvis - on an unknown date: normal pelvic ultrasound. Incident : we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.